Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited two episodes of noise which was oversensed on the atrial and right ventricular (rv) channels. There was no pacing inhibition noted as a result of the sensing issues. Additionally, the pacing impedance on the rv channel was in the 200 ohms range. The physician suspected the issues were lead related. A revision procedure was performed and both leads had insulation damage near the entrance to the superior vena cava (svc) due to lead on lead abrasion. The device and both leads were removed from service and replaced. No adverse patient effects were reported.